Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The tip of the screwdriver broke without much force. The part fell into the patient. It was unknown if the patient was injured or death alleged. The event led to an increase in surgery time (unknown for how long). Additional information has been requested.